Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A refractive coordinator reported an incomplete flap in a patient's eye during lasik. The doctor could not lift the flap. Procedure was aborted and patient will be treated on another day.

Manufacturer narrative:
The system history shows that the laser was verified successfully prior the date of treatment. At the visit on site after the day of treatment, the territory manager (tm) checked the laser per customer request. The tm confirmed system meets specifications per service and installation record. Without patient file, the treatment could not be identified. Review of the logfiles for the day of treatment shows no relevant errors or any warnings that could contribute to the reported event. During start-up of the system, the vacuum, the energy and the ablation tests were performed without any problems. No relevant deviation between planned and performed energy is detectable. The logfile shows the user performed two times docking at first treatment (for right eye) at that day without any error or problems with the vacuum system. Before the vacuum 2 achieved, the user tried to push the home button when the eye contact switch was activated. So the system showed warning 'no movement to home position possible (eye contact)' four times. The treatment was restarted and completed successfully without any error. During the following treatment (for left eye) the user tried to push the home button again when the eye contact switch was activated. So the system shows the same warning message again. But the treatment was completed successfully without problem. No abnormalities that could have contributed to this event were found. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. (B)(4).